Event description:
The reporter stated that the surgeon inserted an aq2003v three piece silicone lens. The lens haptic tore upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury.